Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to position the knot was unable to be confirmed as the device was returned in the pre-deployed state. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficult to position the knot incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device diagnostic procedure. Reportedly, the knot was on the outside of the skin and did not seal the artery. A second proglide device was used, when the plunger was pulled out, the suture was broken. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device was filed under a separate medwatch manufacturer report.